Manufacturer narrative:
Additional narrative: event occurred at an unknown date in (B)(6) 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent initial surgery with fna implants for fracture of femoral neck. After surgery, around on (B)(6) 2022, the patient visited the hospital and complained of pain. On (B)(6) 2022, it was confirmed via x-ray that the plate telescoped, and the bone head was invaginated causing non-union. On (B)(6) 2022, revision surgery was performed via bha. This report is for a femoral neck system plate 1 hole - sterile. This is report 1 of 1 for (B)(4).